Event description:
It was reported that the ventilator failed flow transducer and o2 sensor tests during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturers ref: #(B)(4).

Manufacturer narrative:
It was reported that the ventilator failed the flow transducer and the o2 sensor tests during the pre-use check. The ventilator was investigated by our field service engineer (fse) on site. The air gas module and the o2 sensor was found to be faulty. Fse solved the issue by replacing both defective parts. After replacement, the unit passed all tests and was returned to customer in good working condition. The o2 sensor is used for monitoring only and does not affect ventilation. The air gas module and the o2 sensor were not returned for further investigation. Therefore, the root cause to the reported issue could not be established by this investigation.